Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin pump was not delivering insulin, and she experienced high blood glucose of 400mg/dl.troublehsooting was performed, and the time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run the high pressure test and passed. The caller stated having issues with the insulin pump since she switched from animas to our insulin pump. No further information was provided.